Event description:
New information was received indicated that the patient was experiencing continuous stimulation. The vns generator was disabled on (B)(6) 2013 and it was interrogated on (B)(6) 2013 and was found still turned off. The physician believes that the patient has some anxiety which might be what is causing the problem. New information was received on (B)(6) 2013 which revealed that the vns generator was turned back on at low settings. No issues or problems with the device.

Manufacturer narrative:
Age, corrected data: previously submitted mdrs omitted an event date and corresponding patient age. This report is being submitted to correct this information. Event date, corrected data: previously submitted mdrs omitted an event date and corresponding patient age. This report is being submitted to correct this information.

Event description:
Additional information was received from the site on (B)(6) 2013, that the patient was only seen once when the vns device was interrogated it was found that only the magnet output current was turned on so that the patient could swipe the magnet when having a seizure. Per the report, the patient was supposed to be coming into the clinic within the next month to be seen and they were not worried about the vns in any way. In fact, they planned to turn on the device so that the patient could receive proper therapy with it. No other information was provided.

Event description:
A patient's father called and reported that he felt his daughters vns is "malfunctioning" and their device is turned off with the magnet. At this time the patient has not been seen by a vns treating physician to check their device.